Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13808, related manufacturer reference number: 2017865-2020-13809. It was reported that the patient's implantable cardioverter defibrillator system was infected. The system was removed. The patient was stable.